Event description:
Information was received that reported a patient was hospitalized due an incident of diabetic ketoacidosis. Per the patient, she was brought to the hospital when her blood glucose was approx 400 mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.